Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the mask was not used during the exchange of the dialysate. The peritonitis was manifested by cloudy effluent, vomiting and fever. One day after the onset of peritonitis; the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics for the event. Pd therapy was ongoing. The patient was discharged from the hospital 11 days after admission. At the time of this report the patient was recovering from the peritonitis event and was receiving antibiotic therapy at home. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.